Manufacturer narrative:
Citation: tobe et al. Pacemaker recovery after permanent pacemaker implantation post-transcatheter aortic valve implantation: a sub-study of the landmark trial. Int j cardiol. 2026 apr 25:456:134525. Doi: 10.1016/j.ijcard.2026.134525. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacemaker recovery after permanent pacemaker implantation following transcatheter aortic valve implantation (tavi).  The study population included 99 patients who were predominantly male with a mean age of 80.7 years old.  Multiple manufacturers¿ devices were implanted in the study population; 28 patients received a medtronic evolut bioprosthetic transcatheter valve.  Among all patients, clinical observations included: arrhythmia requiring permanent pacemaker implant.  No further information was provided pertaining to medtronic products.